Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two twisted polaris plug drivers were discovered outside of surgery, while setting up in spd. There was no known patient or surgical impact. This is report one of two for this event.